Manufacturer narrative:
This model number was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt experiences heating at the ipg site anytime the system is on. The heating becomes unbearable after 15 minutes, then the pt turns off the system. The sjm rep interrogated the system and found no impedance issues. The system was reprogrammed. F/u revealed the pt felt little to no heating after the reprogramming.